Manufacturer narrative:
As reported, the slides of a 6f/7f mynxgrip vascular closure device (vcd) could not be pushed down so that the plug could not be released. There was no reported patient injury. The user is very well trained and has been using the mynx for a long time. Additional information was requested but not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle, and the stopcock was closed. No syringe was returned for evaluation. A non-cordis catheter sheath introducer (csi) was returned and noted to be partially inserted. The sealant was exposed, and the advancer tube was also exposed. No additional anomalies were observed during the visual inspection. A functional deployment simulation could not be performed in accordance with the device¿s IFU, as the sealant was received exposed and the advancer tube was already in an exposed state. However, the shuttle was advanced and retracted during handling, and no issues were noted in its movement. Additional analysis confirmed the presence of the slit on the outer cartridge of the unit, with no abnormalities identified. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis and the device was received with the sheath retracted on the shuttle tubing. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to advance and retract without issue during the simulated deployment test. However, procedural/handling factors are possible. Additionally, the returned condition of the device did not match the event description provided. The device was received with the sheath retracted on the shuttle tubing and the sealant/advancer tube exposed on the catheter, indicating that deployment of the sealant occurred prior to the return of the device. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure or after removal from the patient. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the slides of a 6/7f mynxgrip vascular closure device (vcd) could not be pushed down so that the plug could not be released. There was no reported patient injury. The user is very well trained and has been using the mynx for a long time. The device will be returned for evaluation.